Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed that the gray insulation on one of the jaw wires was sliced, exposing bare wire. The wire on the opposite side of the jaw was broken, exposing frayed bare wire. The wires may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the pt.

Event description:
The customer initially reported that when the operator closed the device, the cable was cut. Another device was used to complete the procedure without incident. There was no pt injury. The incident device was returned and a visual inspection revealed that one jaw wire was bare and the other was broken.